Event description:
Because of the medtronic infuse that was implanted during my spinal surgery, I began to have serious problems - including pain, the need for a revision surgery, and has me worried things win nerve get better.